Manufacturer narrative:
A review of the manufacturing documentation for the cannula revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that a week following the rf ablation procedure the patient developed 4 wheals or bumps at the location of the needle insertion.

Manufacturer narrative:
Additional information was received that the patient did not have an allergic reaction. The physician thought it may have been a burn, however, no test was done to confirm it and no intervention was required.

Event description:
A report was received that a week following the rf ablation procedure the patient developed 4 wheals or bumps at the location of the needle insertion.